Event description:
A report was received that the patient lost stimulation in the lower leg and the entire left lead showed high impedances. It was also reported that the patient felt a pop and experienced a burning sensation at the lead site after lifting a significant heavy object contrary to medical advice. The physician determined upon examination that there was a lead fracture and believed that the lead was fractured at the time of appointment. Device malfunction was suspected. The patient underwent a lead replacement. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.